Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath distal tip had been punctured. The sheath was flushed with fluid and the dilator was inserted and successfully advanced through the entire length of the sheath assembly. No gap was noted at the dilator/sheath transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient insertion difficulty remains unknown and the cause of the punctured sheath tip is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation procedure, the introducer was unable to advance across the atrial septum while attempting to gain transseptal access and a clinically significant delay was noted. The introducer was removed and the distal end of the sheath was noted to be bent and punctured. The introducer was replaced and the procedure was completed. A fifteen minute clinically significant delay was noted due to the issue.